Manufacturer narrative:
Device evaluated by manufacturer: the stent had already been successfully deployed in the patient and was not returned for analysis. A visual and microscopic examination identified no damage or issues with the stent cups or the stent holder. The stent impression was evident on the stent holder. A visual and tactile examination of the outer shaft identified a severe kink located approximately 110mm distal of the main valve. This type of damage is consistent with excessive force being applied to the device. A visual examination of the inner shaft found it to be completely detached from the metal shaft at its bond. There was no visible evidence of adhesive at the inner bond location. The inner shaft also noted to be severely kinked at approximately the same location as the outer shaft. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft detachment occurred. The target lesion was located in the occluded biliary tree. A placehit biliary wallstent was selected for use. During withdrawal from the 10f sheath, the shaft detached into two parts. The separated portion of the device protruded from the lock and the device was removed in two pieces from the patient. The procedure was completed with another stent. There were no patient complications.

Event description:
It was reported that a shaft detachment occurred. The target lesion was located in the occluded biliary tree. A placehit biliary wallstent was selected for use. During withdrawal from the 10f sheath, the shaft detached into two parts. The separated portion of the device protruded from the lock and the device was removed in two pieces from the patient. The procedure was completed with another stent. There were no patient complications.